Manufacturer narrative:
During the service evaluation, the asset monitor was found to have dead pixels in the display screen. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed the asset high-definition liquid crystal display monitor was returned to olympus service. There was no defect or malfunction associated with the monitor. However, upon inspecting and testing, the asset monitor was found to dead pixels in the display screen. This report is being submitted to image defect.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 6 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed dead pixels in the display screen most likely due to a liquid crystal display panel failure. The specific root cause of the liquid crystal display failure could not be determined at this time. Olympus will continue to monitor field performance for this device.